Manufacturer narrative:
The referenced otv-s7pro is planned to return to olympus medical systems corp.(omsc) for evaluation, however it is not still returned to omsc. Therefore omsc cannot evaluate the otv-s7pro yet. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the biopsy of the hysteroscopy popping sound was heard from the otv-s7pro. The facility canceled the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00847 to provide device evaluation results. The device referenced in this report was not returned, but the power unit of the device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc found that the power unit was not working. The power unit was returned to the manufacturer of the power unit for evaluation. On april 21 2016, the manufacturer reported the followings to omsc. The manufacturer evaluated the power unit and found that the surge protective device in the power unit was broken. Furthermore, the manufacturer of the surge protective device concluded that the cause for the breakage of the surge protective device was overvoltage. Therefore omsc concluded that it was considered that excessive overvoltage broke the surge protective device, and the excessive overvoltage was attributed to the temporal abnormality of the power supply of the facility. Also, it would appear that the popping sound occurred when the surge protective device was broken. Olympus stated the appropriate handling of the otv-s7pro and the counter measures against abnormalities of endoscopic image in the instruction manual. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.